Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. No product was returned for evaluation. Clinical details noted that the sterile sleeve was torn. It was not noted if excessive force was applied or if tear occurred when attempting to reposition pump. The root cause of the product damage (sterile sleeve damage) cannot be definitively determined as limited clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the sterile sleeve of an implanted impella cp pump was damaged. Anti-contamination sleeve was torn. The pump was replaced to resolve the damage. There was no patient harm.